Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited damage on the front panel; the light-emitting diodes (led) are flickering. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the front panel flickers due to a failure of the front panel and water immersion in the printed circuit board. Olympus will continue to monitor field performance for this device